Event description:
Facility staff were using the device to monitor a pt during a routine transport. Reportedly, the device would not display the pt ECG when using the 3-lead pt cable. A backup device was used to continue pt monitoring. There were no effects to pt treatment resulting from the reported event.